Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported that the down button on her infusion device had only been functioning intermittently, but two weeks ago the button completely stopped functioning. The patient also reported that the rubber covering of the button was completely worn off. No adverse event was reported. The infusion device was requested to be returned for product evaluation.